Event description:
On (B)(4) 2013, the reporter stated that on (B)(6) 2013, the pt's mother applied the corresponding dose on right arm. When removing the needle she saw that it was dripping but then realized the needle was broken. They went to the hospital that night. An adult surgeon saw him, took an x-ray and said that there should not be problems with the needle because of its small size. He suggested seeing a children's surgeon. On (B)(6) 2013, the pt was evaluated by children's surgeon. They performed ultrasound but the needle was not found. The pt was fine so the surgeon recommended to keep waiting and call the pt's program if there is any problem.

Manufacturer narrative:
No product return is anticipated. Complaint history check yielded no other complaint for similar condition for lot #2006635. Quality will continue to monitor on (B)(4) trend.